Event description:
The (right) knee was examined in its entirety. Examination revealed excellent appearance of the bicompartmental knee components and the polyethylene. The junction between the femoral and trochlear components was excellent appearance with a very tiny amount of synovitis that was debrided with a shaver. The anterior cruciate ligament was intact. The lateral compartment revealed mild fibrillation of the articular surface and the leading edge of the lateral meniscus. This was debrided, likewise with the synovial resector. Attention was turned to the suprapatellar pouch, and there was some moderation suprapatellar adhesions. These were debrided easily with a synovial resector. The arthroscopic cautery was then introduced to the anterolateral portal and lateral retinacular release was performed without difficulty.

Manufacturer narrative:
Reported event: an event regarding other involving an unknown mako bicompartmental knee was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. H3 other text : device not available.